Event description:
I had mild cramping during the procedure which continued for several days after. I started spotting soon after the procedure as well. The spotting turned into a heavy flow within a week or so and continued for 4 months. I bled for 4 months straight! It varied from light flow to clots so large that I called my implanting doctor's office several times to make sure I was ok. After the 2nd or 3rd call, they had me come in and I was told this was normal, although it was not discussed prior to the procedure that this may occur. I eventually stopped bleeding daily, but then was on a cycle of having a period every 24 days and my heavy days were so heavy that I soaked super plus tampons in under 2 hours for 2-3 days at a time. I started cramping severely as well. I never suffered from menstrual cramps before having essure placed, occasionally ovulation cramps which were very mild. The cramping I experienced from essure was so debilitating, I could hardly function. I felt like I was in labor. I also gained an excessive amount of weight. In all, I put on nearly 60 pounds, even though my diet had not changed and I started working out due to the weight gain to no avail. I eventually started having constant bacterial infections (bacterial vaginosis). I was fatigued so severely that I could fall asleep sitting up. I also experienced back pain, excessive sweating, brain fog, floaters in my eyes, itchy legs, developed uterine fibroids, nickel sensitivity, urgency to urinate, leg parasthesia, dental issues, chronic pelvic pain, mood changes, painful intercourse, hot flashes, dry skin, hip pains, and abdominal pain and sometimes fluttering.